Event description:
Indication: common variable immunodeficiency, unspecified. Pt reported since receiving his new pump, mid infusion, it seems to get hung up. Pt stated the little plunger that pushes the syringe seems like it is off a little bit to one side. Because of this, the plunger is spinning as it is going down. Pt stated even when the pump is not in use, this plunger seems to be leading to one side; seems like it's bent or off track. Pt stated it is rigid so unable to try to center. Unknown if md is aware. Pump serial number and expiration date are unknown as they were not reported. It was not reported if the pt missed a dose, experienced an interruption to the therapy, or experienced an adverse event. The pharmacy is replacing the pump. Unknown if the pump if available for return to the manufacturer. No additional information available.